Manufacturer narrative:
The returned product was evaluated for evidence of allegation. The returned ameda purely yours breast pump did not meet ameda specifications for both speed and suction, and did not pass visual inspection standards, milk residue is observed inside the piston, diaphragm is torn. Allegation is confirmed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report that 1 week before, her purely yours ultra breast pump began declining in function, specifically decreased suction. Her breasts did not drain well and eventual engorgement and clogged milk ducts developed. Customer exclusively pumps breast milk for her baby who does not directly breastfeed. She reports being diagnosed with left breast mastitis on (B)(6) 2017 by her healthcare provider. Customer has experienced mastitis 2 other times but was nursing at the time and not pumping. Customer was prescribed a 10 day course of an oral antibiotic, clindamycin, which helped to resolve the breast infection. A replacement purely yours ultra breast pump base was shipped overnight to the customer.